Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the image processor pcb, hard drive and re-loaded software as most common issues to cause the malfunction. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had reversed images displayed when the swap feature was used. Reversed images on right monitor.